Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead exhibited helix damage and had a fracture. The pacing lead was explanted and replaced. No further patient complications have been reported as a result of this event.